Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the tiller assembly, camera follower, hybrid tiller controller (htc), and tiller cable to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the htc for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the patient side cart's (psc) tiller had stiff areas during rotation and when it rotated, it did not engage with the psc drive. The procedure was completed with no reported injury.